Event description:
It was reported that post-stenting procedure of the right coronary artery (rca) with a 2.5 x 23 mm xience alpine stent and the circumflex artery with a 2.5 x 15 mm xience alpine stent the patient experienced chest pain. The patient was returned to the cath lab and repeat angiography noted thrombus in both stent implants. Additionally, the patient reported that without telling anyone they had been nauseated and vomited up the dose of plavix. Balloon anagioplasty was performed in both stents without additional stenting and the patient received antiplatlet medication. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina, nausea and thrombosis, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other xience alpine referenced is being filed under a separate manufacturing report number.